Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient representative regarding a patient receiving intrathecal morphine (unknown) at an unknown co ncentration/dose via an implanted pump for non-malignant pain. It was reported by the patient representative that the patient was supposed to have 2 magnetic resonance imaging (MRI) of the head. It was stated that the mris are not related to the medtronic (mdt) de vice/therapy. On (B)(6) 2023, the facility would not do the mris because 'they said they needed mdt to fax over something saying the pump was disabled'. The patient representative stated that 'they told the patient the pump was disabled because it was overdosing the patient after the catheter revision' on (B)(6) 2023. It was further reported that the pump was overdosing the patient and she had to bring her to the ER where they disabled the pump (unknown when pump was disabled). Patient service specialist reviewed and redirected to hcp to further address the issue. The issue was not resolved at the time of this report.

Event description:
Additional information was received from the healthcare provider (hcp) to ask about a bridge bolus for the pump that was currently in minimum rate mode. An agent reviewed considerations around drug change and bridge bolus. Sent instructions for system contents removal procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.